Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer stated there was no impact to their past blood glucose (bg) levels; the customer's current bg level was not known due to not having tested their bg level. For the past occlusions, the customer reportedly changed all supplies and would resume insulin delivery. During troubleshooting with tandem technical support (cts) with the current supplies, there were air bubbles present in the infusion set tubing and the pump was found to be operating as expected. Cts assisted the customer in priming out the air from the tubing. The customer was not able to change their site at the time of the call. Multiple attempts were made by cts to complete troubleshooting with the customer; however, no response was received.